Manufacturer narrative:
H.6 investigation summary: mgit 960 supplement kit batch 2181266 is composed of mgit panta batch 2181202 and mgit 960 growth supplement batch 2181253. The batch history record review for mgit 960 supplement kit batch 2181266 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material (B)(4)). The batch history record reviews for mgit panta batch 2181202 was satisfactory and no notifications were generated during manufacturing, and mgit 960 growth supplement batch 2181253 was satisfactory per internal procedure. Qc inspection and testing were satisfactory at time of release. Retentions for panta batch 2181202 (10 vials) were available for inspection and growth supplement batch 2181253 (7 vials) were available for inspection. All 17/17 retention vials were in good condition and there was no evidence of contamination in 17/17 retention vials. For further investigation two crimp capped sealed growth supplement vials were incubated. One supplement vial was placed into 22-25-degree celsius incubation and one supplement vial was placed into 33-37-degree celsius incubation. For additional testing, two panta vials from batch 2181202 were reconstituted with two growth supplement vials from batch 2181253. One panta reconstituted with supplement was placed into the 20-25-degree celsius incubator and one reconstituted panta with supplement was placed into the 33-37-degree celsius incubator. The remaining supplement in both supplement vials that were used to reconstitute the panta were also incubated. One vial was placed into the 20-25-degree celsius incubator and one vial was placed into the 33-37-degree celsius incubator. At the end of a seven-day incubation period no microbial growth was observed in 6/6 incubated retention vials. Two photos were received to assist with the investigation: ¿ the first photo shows a crimp cap sealed growth supplement vial. There does appear to be possible fungal growth in the media. No product information is presented in the photo. The determination of the foreign material cannot be determined from the photo. ¿ the second photo shows a partial specimen cup with liquid in the cup, there does appear to be possible fungal contamination in the media. No product information is presented in the photo. The determination of the foreign material cannot be determined from the photo. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot number must be included in the photo. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination/foreign material.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: customer has found the bottle of growth supplement containing an identified contaminant prior to use. Bottle was quarantined and not used. Images provided. 05-jan-2023 - received email reply from complainant for additional information requested. Nisaabd. The contaminant appeared to be some kind of biological growth with filaments from a central stalk.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: customer has found the bottle of growth supplement containing an identified contaminant prior to use. Bottle was quarantined and not used. Images provided. (B)(6)2023 received email reply from complainant for additional information requested. Nisaabd the contaminant appeared to be some kind of biological growth with filaments from a central stalk.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). Initial reporter addr 1: (B)(4). Initial reporter facility name: (B)(4). . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.